Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted slight body fluid likely from explant. The header was firmly attached to the case, and all seal plugs were intact and undamaged. Analysis of the memory indicated there were no error codes. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of high pacing impedances. Having met the longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had 11 months remaining last month, and now the battery capacity had reached explant indicator due to charge time. There was also an alert that the remote monitoring was disabled due to limited battery capacity. The device was interrogated and disk analysis was sent in for review. Upon review, it was recommended that the device be replaced. The device still remains in-service. No additional adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted and replaced. No adverse patient effects were reported.